Manufacturer narrative:
Received via medwatch report number mw5093622. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during patient therapy in the intensive care unit. The pump indicated the intravenous fluid (ivf) was delivered to the patient per the pump display however the 1 liter bag was still full. The pump was set to deliver chilled ivf. There was no known patient injury or medical intervention associated with this event. No additional information is available.